Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017 03211. (B)(4).

Event description:
Legal counsel for patient who underwent a total knee arthroplasty approximately a year ago reported patient allegations of tibial loosening and radiolucent lines. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Revision operative report noted there was no bone ingrowth on the undersurface of the component. DHR was reviewed and no discrepancies relevant to the reported event were found.investigation results concluded that the reported event was due to the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous, catalog #: 42502806802, lot #: 62891941; articular surface fixed bearing cruciate retaining (cr) right 10 mm height, catalog #: 42512200510, lot #: 62762717, and nexgenâ® complete knee solution, trabecular metalâ standard primary patella, catalog #: 00587806538, lot #: 62746026.

Event description:
It is now reported the patient who underwent a right total knee arthroplasty approximately eight months post-implantation reported patient allegations of tibial loosening and radiolucent lines. Operative reports received indicates that the patient was experiencing pain secondary to loosening. It was further noted that the femoral and patella component were well fixed. The tibial component had lack of bony ingrowth. The tibial tray and polyethylene bearing were removed and replaced.